Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticm5_12.6, -11.00/5.0/082 (sphere/cylinder/axis), implantable collamer lens, into the patient's left eye on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged during the initial surgery on (B)(6) 2020 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown.